Event description:
The customer reported touchscreen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.

Manufacturer narrative:
Date rec'd by MFR: 20sep2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported touchscreen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.